Event description:
It was reported that, during investigation, the subject device tested positive for an unknown amount of unspecified colony forming units (cfus). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned for device investigation. This case does not appear related to contamination or infection and appears related to a reported device damage or dysfunction (leakage). No positive hmi report from the customer was provided. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by olympus during device inspection. The following is included in the device IFU: "an insufficient reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who tough them." Olympus will continue to monitor field performance for this device.